Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported a button on the infusion device does not function. The infusion device was requested for evaluation; however, it was reported the infusion device could not be returned due to legal and custom issues. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.